Manufacturer narrative:
The device has not been returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2019-00188. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the second coil (2mm x 2mm) used in the procedure could not be detached with the instant detacher and also could not be detached using the manual method (breaking of the hyptotube, an alternative detachment method described in the instructions for use). The coil was then pulled out and it detached inside the microcatheter as it was being retrieved. The microcatheter and detached coil were pulled out of the patient. Then, the physician managed to place the microcatheter into the aneurysm again and used a new coil of the same size but the same event occurred. They replaced the instant detacher with a new one but the coil still did not detach. This coil eventually detached with the manual method. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an aneurysm measuring 4mm. The patient¿s vasculature was medium in tortuosity.